Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. A triclip xtw was inserted and placed on the valve. However, while establishing final arm angle (efaa) for the second time, it was observed that the clip continuously opened. It was noted that the clip remained firmly attached to the leaflets. After deployment, the clip opened. It was noted that the clip remained firmly attached to the leaflets. To stabilize the clip, a second clip was implanted, reducing tr to a grade of 5. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the images/cine review, the information provided by the account and without the device to analyze, a cause for the reported unintended movements associated with clip opened during establish final arm angle and clip opened while locked could not be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the images/cine review, the information provided by the account and without the device to analyze, a cause for the reported unintended movements associated with clip opened during establish final arm angle and clip opened while locked could not be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.